Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device triggered an audible alert. Initially no observations could be found, however performance data was collected and analyzed and it was noted the reed switch was stuck closed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.